Event description:
It was reported by dealer that the wheel spoke is broken on the left side sitting in the chair. Dealer states that the user was using the chair and while pushing the chair from the sidewalk to the pavement the end user heard a pop and then a few days later they discovered the spoke was broken.